Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The e216 error-scope communication was caused by an electrical continuity error occurs due to water invasion in the scope connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. A b30 error message was not displayed, but a e216 communication error code was displayed during evaluation. Also, evaluation found there was moisture penetration and signs of corrosion due to an air leakage in the instrument channel, the instrument channel was pierced, the switch contact was malfunctioning due to moisture and rust, the bending section cover adhesive was separated and worn out, the light guide lenses were cracked, the charged coupled device cover lens was cracked, the light guide bundle fiber was broken, and angulation was out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera colonovideoscope displayed a b30 scope communication error code. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged by a deposit of foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.